Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient was explanted due to infection. The patient was treated with oral antibiotics and was reportedly doing well.